Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Some motor error alarms were found in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump passed the stop and run currents test. Unable to perform the self test, unexpected restart, displacement, basic occlusion, occlusion, prime and no delivery alarm tests due to the motor error alarm. The pump had a cracked case at the display window corner and minor scratches on the display window.